Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture updates on b5: describe event or problem.

Event description:
It was reported that this right ventricular (rv) lead was heating up during a magnetic resonance imaging (MRI) test as the patient had a previous MRI and the rv lead was non conditional due to the device. Additionally, when the patient was put to sleep and tested the lead, the lead was functioning fine. Boston scientific technical services (ts) explained to discuss the risks to cardiologist. As of this time, this lead remains in service. No adverse patient effects were reported. Additional information indicated that the threshold of the lead changed after the MRI scan and the threshold monitored moving forward. Boston scientific technical services (ts) discussed that lead heating is a known potential for MRI scans and it includes irregular or intermittent capture or pacing, damage to device or leads and pacing threshold changes. Ts stated a need to discuss the risk and benefit with the physician.

Event description:
It was reported that this right ventricular (rv) lead was heating up during a magnetic resonance imaging (MRI) test as the patient had a previous MRI and the rv lead was non conditional due to the device. Additionally, when the patient was put to sleep and tested the lead, the lead was functioning fine. Boston scientific technical services (ts) explained to discuss the risks to cardiologist. As of this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.